Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient's right volar distal radius plate was revised as the locking screw was sitting proud in the plate.